Manufacturer narrative:
(B)(4) is submitting on behalf of the foreign manufacturer, (B)(4) per exemption number e2017013. Device evaluation by manufacturer: the injection valve was returned for evaluation. Functional testing was performed with the part and the testing instrument and the part locked up with an error code of 718. The part failed testing. The reported issue was confirmed. The most probable cause of the 718 inj valve error was due to a bad injection valve assembly.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During the evaluation, fse was able to verify the error during start up. Fse replaced the injection valve assembly and verified injection operation. The customer reported that the sample needle was bent during the service. The issue was verified and appeared to be caused by a bad sample rack. Fse replaced the sample needled and verified the needle alignments. Quality controls were verified. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number 14305004 from 24-sept-2017 through aware date 24-oct-2018. There were no similar complaints related to the reported event identified during the searched period. The g8 operator's manual under chapter 5 maintenance procedures, 5.10 sampling needle replacement has a caution that states the following: replace the sampling needle if it is bent or broken. Use the following procedure to replace the sampling needle. Access to the inside of the analyzer is needed to replace the sampling needle. Be sure that only personnel who have been trained by tosoh or its representatives perform these operations. Be sure to wear protective clothing (goggles, gloves, mask, etc.) And take sufficient care to prevent infection during handling. Take care not to touch the end of the sampling needle during handling. If the needle placement is clearly off center of the primary tube, it must be adjusted. Cancel the assay and contact technical support. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 718 inj.valve error the injection valve is operating abnormally. The rotor seal of the valve requires replacement. If the error occurs many times, contact technical support. The most probable cause of the 718 inj valve error has not yet been determined. The investigation is in progress. The most probable cause of the bent sample needle was due to bad sample rack.

Event description:
A customer reported getting 718 inj valve error message on the g8 instrument. The customer tried cleaning the injection valve but the error persisted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.